Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the was an issue with leakage at the level of the tubing. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from french to english: "when setting up the wing for the injection of radioactive product, a leakage in the tubing was found. Fortunately there was no consequence of radioactive contamination because tubing was purged with saline. On the other hand, there was an obligation to puncture the patient again in order to administer the contrast product. "

Manufacturer narrative:
Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® push button blood collection set the was an issue with leakage at the level of the tubing. This occurred on 5 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when setting up the wing for the injection of radioactive product, a leakage in the tubing was found. Fortunately there was no consequence of radioactive contamination because tubing was purged with saline. On the other hand, there was an obligation to puncture the patient again in order to administer the contrast product."